Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(4) year-old male patient, the device displayed an "internal comm failure -1474" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a 69-year-old male patient, the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the customer's report was observed during review of the device data logs. However, the device passed all testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. During review of the device log, it appears the report is the result of numerous low pressure and leak warnings. It is unknown how the breathing circuit was connected to the patient, or the connection from the device to the breathing circuit. The wye circuit used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.